Event description:
It was reported that the patient presented for follow-up with the right ventricular (rv) lead dislodged. A chest x-ray confirmed dislodgement and revealed that the lead had been erroneously sutured to the atrial lead. The rv lead was explanted and replaced. The patient was stable.